Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdomen (sharp, cramping)/pain and suffering") and genital haemorrhage ("irregular bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included depression, multigravida, parity 2 ((B)(6) 2005, (B)(6) 2007.) And miscarriage. Previously administered products included for an unreported indication: general anesthesia and mirena. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations which thought was anxiety attacks"), dysmenorrhoea ("painful menstrual cycle"), staphylococcal infection ("rashes and mrsa outbreaks in groin"), arthralgia ("joints (persistent joints all hurting)") and furuncle ("boils under armpits and skin"). In 2008, the patient experienced depression ("depression"), anxiety ("heart palpitations which thought was anxiety attacks/mental anguish"), tooth disorder ("dental problems"), food allergy ("food sensitivities"), back pain ("back pain"), migraine ("migraines/head(migraines)"), iron deficiency ("iron and potassium deficiencies"), hypokalaemia ("iron and potassium deficiencies") and weight increased ("weight gain"). In 2009, the patient experienced chronic kidney disease ("kidney problems/stage 1 kidney failure"), fibromyalgia ("fibromyalgia"), visual impairment ("vision problems") and allergy to metals ("allergic to nickel") with rash. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced systemic lupus erythematosus ("lupus"), mental disorder ("mental issues"), endometriosis ("endometriosis") and hypertension ("high blood pressure"). On an unknown date, the patient experienced malaise ("felt sick"), back injury ("back injury"), limb injury ("foot injury") and treatment noncompliance ("she did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise."). The patient was treated with duloxetine hydrochloride (cymbalta), sertraline (zoloft), fluoxetine hydrochloride (prozac), metoprolol, hydroxychloroquine phosphate (plaquenil), muscle relaxants (muscle relaxant), para-seltzer (excedrin), antibiotics, valsartan (diovan), hydrochlorothiazide, omeprazole, surgery (on (B)(6) 2015, she underwent partial hysterectomy), surgery (in 2010, she underwent ablation.) And physical therapy (in 2009, she underwent chiropractor.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, depression, palpitations, back pain, migraine and arthralgia had not resolved and the genital haemorrhage, anxiety, dysmenorrhoea, tooth disorder, food allergy, systemic lupus erythematosus, staphylococcal infection, chronic kidney disease, iron deficiency, hypokalaemia, fibromyalgia, mental disorder, endometriosis, hypertension, weight increased, visual impairment, allergy to metals, malaise, back injury, limb injury, furuncle and treatment noncompliance outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, back injury, back pain, chronic kidney disease, depression, dysmenorrhoea, endometriosis, fibromyalgia, food allergy, furuncle, genital haemorrhage, hypertension, hypokalaemia, iron deficiency, limb injury, malaise, mental disorder, migraine, palpitations, staphylococcal infection, systemic lupus erythematosus, tooth disorder, treatment noncompliance, visual impairment and weight increased to be related to essure. The reporter commented: heart palpitations (2008; 2015); painful menstrual cycles (2015). She had not sought medical treatment, if applicable: weight gain, vision problems. She was diagnosed with autoimmune disorder with which you have been diagnosed: lupus and fibromyalgia - 2009. She reported that she was allergic to nickel since she was a little girl. She also had a (B)(6) outbreak in 2000 due to the nickel in her deodorant. The outbreaks from lupus did not happen as often after she had the essure removed. On (B)(6) 2007, operative findings: small, mobile, ant everted uterus. No palpable adnexal masses. Smooth endometrial cavity. Good visualization of essure coil after placement bilaterally. Diagnostic results: (B)(6). Most recent follow-up information incorporated above includes: on 4-dec-2017: the case was upgraded in the incident category. Reporter information was updated. This case refers to (B)(6) patient. Patient demographics were updated. Historical condition/medication was added; lab data was added. Essure implantation date was updated: (B)(6) 2007 (previously reported as (B)(6) 2007) and explantation date was added. Essure indication was added. Treatment medications were added. Event: severe and permanent injuries was updated to abdomen (sharp, cramping)/pain and suffering; irregular bleeding; heart palpitations which thought was anxiety attacks; heart palpitations which thought was anxiety attacks/mental anguish; painful menstrual cycle; dental problems; food sensitivities; back pain; lupus; rashes and mrsa outbreaks in groin; migraines/head(migraines); kidney problems/stage 1 kidney failure; iron and potassium deficiencies; fibromyalgia; mental issues; endometriosis; high blood pressure; joints (persistent joints all hurting); weight gain; vision problems; allergic to nickel; felt sick; back injury; foot injury; boils under armpits and skin; she did not underwent essure confirmation test and she did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdomen (sharp, cramping)/pain and suffering') and genital haemorrhage ('irregular bleeding') in a 34-year-old female patient who had essure (batch no. 509801) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise." And device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included depression, multigravida, parity 2 ((B)(6) 2005, (B)(6) 2007.) And miscarriage. Previously administered products included for an unreported indication: general anesthesia and mirena. Concurrent conditions included uterine bleeding and pelvic pain female. In 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations which thought was anxiety attacks"), dysmenorrhoea ("painful menstrual cycle"), staphylococcal skin infection ("rashes and mrsa outbreaks in groin"), arthralgia ("joints (persistent joints all hurting)") and furuncle ("boils under armpits and skin"). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced depression ("depression"), anxiety ("heart palpitations which thought was anxiety attacks/mental anguish"), hyperaesthesia teeth ("teeth sensitivity"), food allergy ("food sensitivities"), back pain ("back pain"), migraine ("migraines/head(migraines)"), iron deficiency ("iron and potassium deficiencies") and hypokalaemia ("iron and potassium deficiencies") and was found to have weight increased ("weight gain"). In 2009, the patient experienced chronic kidney disease ("kidney problems/stage 1 kidney failure"), fibromyalgia ("fibromyalgia"), visual impairment ("vision problems") and allergy to metals ("allergic to nickel") with rash. In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced systemic lupus erythematosus ("lupus"), mental disorder ("mental issues"), endometriosis ("endometriosis") and hypertension ("high blood pressure"). On an unknown date, the patient experienced malaise ("felt sick"), back injury ("back injury") and limb injury ("foot injury"). The patient was treated with antibiotics, caffeine;paracetamol (excedrin), duloxetine hydrochloride (cymbalta), fluoxetine hydrochloride (prozac), hydrochlorothiazide, hydroxychloroquine, metoprolol, muscle relaxants, omeprazole, sertraline hydrochloride (zoloft), valsartan (diovan), physical therapy (in 2009, she underwent chiropractor.) And surgery (in 2010, she underwent endometrial ablation. And she had total laparoscopic hysterectomy, bilateral salpingectomy, enterolysis, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, depression, palpitations, back pain, migraine and arthralgia had not resolved and the genital haemorrhage, anxiety, dysmenorrhoea, hyperaesthesia teeth, food allergy, systemic lupus erythematosus, staphylococcal skin infection, chronic kidney disease, iron deficiency, hypokalaemia, fibromyalgia, mental disorder, endometriosis, hypertension, weight increased, visual impairment, allergy to metals, malaise, back injury, limb injury and furuncle outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, back injury, back pain, chronic kidney disease, depression, dysmenorrhoea, endometriosis, fibromyalgia, food allergy, furuncle, genital haemorrhage, hyperaesthesia teeth, hypertension, hypokalaemia, iron deficiency, limb injury, malaise, mental disorder, migraine, palpitations, staphylococcal skin infection, systemic lupus erythematosus, visual impairment and weight increased to be related to essure. The reporter commented: heart palpitations (2008; 2015); painful menstrual cycles (2015). She had not sought medical treatment, if applicable: weight gain, vision problems. She was diagnosed with autoimmune disorder with which you have been diagnosed: lupus and fibromyalgia - 2009. She reported that she was allergic to nickel since she was a little girl. She also had a mrsa outbreak in 2000 due to the nickel in her deodorant. The outbreaks from lupus did not happen as often after she had the essure removed. On (B)(6) 2007, operative findings: small, mobile, ant everted uterus. No palpable adnexal masses. Smooth endometrial cavity. Good visualization of essure coil after placement bilaterally. Diagnostic results: current weight: 230; approximate weight at the time of essure placement:195. Concerning the injuries reported in this case, the following one were described in patient's medical records: confirms abdominal pain. Most recent follow-up information incorporated above includes: on 22-jul-2020: medical record received. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdomen (sharp, cramping)/pain and suffering') and genital haemorrhage ('irregular bleeding') in a 34-year-old female patient who had essure (batch no. 509801) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise." And device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included depression, multigravida, parity 2 ((B)(6) 2005, (B)(6) 2007.) And miscarriage. Previously administered products included for an unreported indication: general anesthesia and mirena. Concurrent conditions included uterine bleeding and pelvic pain female. In 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations which thought was anxiety attacks"), dysmenorrhoea ("painful menstrual cycle"), staphylococcal skin infection ("rashes and mrsa outbreaks in groin"), arthralgia ("joints (persistent joints all hurting)") and furuncle ("boils under armpits and skin"). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced depression ("depression"), anxiety ("heart palpitations which thought was anxiety attacks/mental anguish"), hyperaesthesia teeth ("teeth sensitivity"), food allergy ("food sensitivities"), back pain ("back pain"), migraine ("migraines/head(migraines)"), iron deficiency ("iron and potassium deficiencies") and hypokalaemia ("iron and potassium deficiencies") and was found to have weight increased ("weight gain"). In 2009, the patient experienced chronic kidney disease ("kidney problems/stage 1 kidney failure"), fibromyalgia ("fibromyalgia"), visual impairment ("vision problems") and allergy to metals ("allergic to nickel") with rash. In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced systemic lupus erythematosus ("lupus"), mental disorder ("mental issues"), endometriosis ("endometriosis") and hypertension ("high blood pressure"). On an unknown date, the patient experienced malaise ("felt sick"), back injury ("back injury") and limb injury ("foot injury"). The patient was treated with antibiotics, caffeine;paracetamol (excedrin), duloxetine hydrochloride (cymbalta), fluoxetine hydrochloride (prozac), hydrochlorothiazide, hydroxychloroquine, metoprolol, muscle relaxants, omeprazole, sertraline hydrochloride (zoloft), valsartan (diovan), physical therapy (in 2009, she underwent chiropractor.) And surgery (in 2010, she underwent endometrial ablation. And she had total laparoscopic hysterectomy, bilateral salpingectomy, enterolysis, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, depression, palpitations, back pain, migraine and arthralgia had not resolved and the genital haemorrhage, anxiety, dysmenorrhoea, hyperaesthesia teeth, food allergy, systemic lupus erythematosus, staphylococcal skin infection, chronic kidney disease, iron deficiency, hypokalaemia, fibromyalgia, mental disorder, endometriosis, hypertension, weight increased, visual impairment, allergy to metals, malaise, back injury, limb injury and furuncle outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, back injury, back pain, chronic kidney disease, depression, dysmenorrhoea, endometriosis, fibromyalgia, food allergy, furuncle, genital haemorrhage, hyperaesthesia teeth, hypertension, hypokalaemia, iron deficiency, limb injury, malaise, mental disorder, migraine, palpitations, staphylococcal skin infection, systemic lupus erythematosus, visual impairment and weight increased to be related to essure. The reporter commented: heart palpitations (2008; 2015); painful menstrual cycles (2015). She had not sought medical treatment, if applicable: weight gain, vision problems. She was diagnosed with autoimmune disorder with which you have been diagnosed: lupus and fibromyalgia - 2009. She reported that she was allergic to nickel since she was a little girl. She also had a mrsa outbreak in 2000 due to the nickel in her deodorant. The outbreaks from lupus did not happen as often after she had the essure removed. On (B)(6) 2007, operative findings: small, mobile, ant everted uterus. No palpable adnexal masses. Smooth endometrial cavity. Good visualization of essure coil after placement bilaterally. Diagnostic results: current weight: 230; approximate weight at the time of essure placement:195. Concerning the injuries reported in this case, the following one were described in patient's medical records: confirms abdominal pain. Lot number:509801 manufacturing date:2006-03 expiration date:2008-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdomen (sharp, cramping)/pain and suffering") and genital haemorrhage ("irregular bleeding") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." The patient's past medical history included depression, multigravida, parity 2 ((B)(6) 2005, (B)(6) 2007.) And miscarriage. Previously administered products included for an unreported indication: general anesthesia and mirena. In 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations which thought was anxiety attacks"), dysmenorrhoea ("painful menstrual cycle"), staphylococcal skin infection ("rashes and mrsa outbreaks in groin"), arthralgia ("joints (persistent joints all hurting)") and furuncle ("boils under armpits and skin"). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced depression ("depression"), anxiety ("heart palpitations which thought was anxiety attacks/mental anguish"), sensitivity of teeth ("teeth sensitivity"), food allergy ("food sensitivities"), back pain ("back pain"), migraine ("migraines/head(migraines)"), iron deficiency ("iron and potassium deficiencies"), hypokalaemia ("iron and potassium deficiencies") and weight increased ("weight gain"). In 2009, the patient experienced chronic kidney disease ("kidney problems/stage 1 kidney failure"), fibromyalgia ("fibromyalgia"), visual impairment ("vision problems") and allergy to metals ("allergic to nickel") with rash. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced systemic lupus erythematosus ("lupus"), mental disorder ("mental issues"), endometriosis ("endometriosis") and hypertension ("high blood pressure"). On an unknown date, the patient experienced malaise ("felt sick"), back injury ("back injury"), limb injury ("foot injury") and treatment noncompliance ("she did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise."). The patient was treated with duloxetine hydrochloride (cymbalta), sertraline (zoloft), fluoxetine hydrochloride (prozac), metoprolol, hydroxychloroquine phosphate (plaquenil), muscle relaxants (muscle relaxant), para-seltzer (excedrin), antibiotics, valsartan (diovan), hydrochlorothiazide, omeprazole, surgery (on (B)(6) 2015, she underwent partial hysterectomy), surgery (in 2010, she underwent ablation.) And physical therapy (in 2009, she underwent chiropractor.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, depression, palpitations, back pain, migraine and arthralgia had not resolved and the genital haemorrhage, anxiety, dysmenorrhoea, sensitivity of teeth, food allergy, systemic lupus erythematosus, staphylococcal skin infection, chronic kidney disease, iron deficiency, hypokalaemia, fibromyalgia, mental disorder, endometriosis, hypertension, weight increased, visual impairment, allergy to metals, malaise, back injury, limb injury, furuncle and treatment noncompliance outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, back injury, back pain, chronic kidney disease, depression, dysmenorrhoea, endometriosis, fibromyalgia, food allergy, furuncle, genital haemorrhage, hypertension, hypokalaemia, iron deficiency, limb injury, malaise, mental disorder, migraine, palpitations, sensitivity of teeth, staphylococcal skin infection, systemic lupus erythematosus, treatment noncompliance, visual impairment and weight increased to be related to essure. The reporter commented: heart palpitations (2008; 2015); painful menstrual cycles (2015). She had not sought medical treatment, if applicable: weight gain, vision problems. She was diagnosed with autoimmune disorder with which you have been diagnosed: lupus and fibromyalgia - 2009. She reported that she was allergic to nickel since she was a little girl. She also had a mrsa outbreak in 2000 due to the nickel in her deodorant. The outbreaks from lupus did not happen as often after she had the essure removed. On (B)(6) 2007, operative findings: small, mobile, ant everted uterus. No palpable adnexal masses. Smooth endometrial cavity. Good visualization of essure coil after placement bilaterally. Diagnostic results: current weight: 230; approximate weight at the time of essure placement:195. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2018: quality-safety evaluation of ptc. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdomen (sharp, cramping)/pain and suffering") and genital haemorrhage ("irregular bleeding") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included depression, multigravida, parity 2 ((B)(6) 2005, (B)(6) 2007.) And miscarriage. Previously administered products included for an unreported indication: general anesthesia and mirena. In 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations which thought was anxiety attacks"), dysmenorrhoea ("painful menstrual cycle"), staphylococcal skin infection ("rashes and mrsa outbreaks in groin"), arthralgia ("joints (persistent joints all hurting)") and furuncle ("boils under armpits and skin"). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced depression ("depression"), anxiety ("heart palpitations which thought was anxiety attacks/mental anguish"), sensitivity of teeth ("teeth sensitivity"), food allergy ("food sensitivities"), back pain ("back pain"), migraine ("migraines/head(migraines)"), iron deficiency ("iron and potassium deficiencies"), hypokalaemia ("iron and potassium deficiencies") and weight increased ("weight gain"). In 2009, the patient experienced chronic kidney disease ("kidney problems/stage 1 kidney failure"), fibromyalgia ("fibromyalgia"), visual impairment ("vision problems") and allergy to metals ("allergic to nickel") with rash. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced systemic lupus erythematosus ("lupus"), mental disorder ("mental issues"), endometriosis ("endometriosis") and hypertension ("high blood pressure"). On an unknown date, the patient experienced malaise ("felt sick"), back injury ("back injury"), limb injury ("foot injury") and treatment noncompliance ("she did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise."). The patient was treated with duloxetine hydrochloride (cymbalta), sertraline (zoloft), fluoxetine hydrochloride (prozac), metoprolol, hydroxychloroquine phosphate (plaquenil), muscle relaxants (muscle relaxant), para-seltzer (excedrin), antibiotics, valsartan (diovan), hydrochlorothiazide, omeprazole, surgery (on (B)(6) 2015, she underwent partial hysterectomy), surgery (in 2010, she underwent ablation.) And physical therapy (in 2009, she underwent chiropractor.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, depression, palpitations, back pain, migraine and arthralgia had not resolved and the genital haemorrhage, anxiety, dysmenorrhoea, sensitivity of teeth, food allergy, systemic lupus erythematosus, staphylococcal skin infection, chronic kidney disease, iron deficiency, hypokalaemia, fibromyalgia, mental disorder, endometriosis, hypertension, weight increased, visual impairment, allergy to metals, malaise, back injury, limb injury, furuncle and treatment noncompliance outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, back injury, back pain, chronic kidney disease, depression, dysmenorrhoea, endometriosis, fibromyalgia, food allergy, furuncle, genital haemorrhage, hypertension, hypokalaemia, iron deficiency, limb injury, malaise, mental disorder, migraine, palpitations, sensitivity of teeth, staphylococcal skin infection, systemic lupus erythematosus, treatment noncompliance, visual impairment and weight increased to be related to essure. The reporter commented: heart palpitations (2008; 2015); painful menstrual cycles (2015). She had not sought medical treatment, if applicable: weight gain, vision problems. She was diagnosed with autoimmune disorder with which you have been diagnosed: lupus and fibromyalgia - 2009. She reported that she was allergic to nickel since she was a little girl. She also had a mrsa outbreak in 2000 due to the nickel in her deodorant. The outbreaks from lupus did not happen as often after she had the essure removed. On (B)(6) 2007, operative findings: small, mobile, ant everted uterus. No palpable adnexal masses. Smooth endometrial cavity. Good visualization of essure coil after placement bilaterally. Diagnostic results: current weight: 230; approximate weight at the time of essure placement:195. Most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet received. Event dental problems updated to teeth sensitivity. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.